Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There was blood in the shaft of the device. The collar, and shaft for a length of 1cm, was flattened. There were numerous shaft kinks to the device including within the flattened segment. No other issues were identified during the product analysis.

Event description:
It was reported that collar detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the connection between the catheter and the connecting rod of the guidezilla was fractured and could not be accessed. The device was manually pulled back and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that collar detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the connection between the catheter and the connecting rod of the guidezilla was fractured and could not be accessed. The device was manually pulled back and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.